Event description:
It was reported that the new serial cable resolved the issue. The malfunctioning serial cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the tablet device would not power on. Troubleshooting was performed and the cause was isolated to the power adaptor. The suspect power adaptor has not been returned to date.

Event description:
Product analysis was completed for the returned product where it was identified that a serial cable was inadvertently returned, and the product intended for analysis was actually a power cable. The product returned was not related to the event reported. The power cable associated with this report has not been returned to date. The serial cable event is reported in MFR. Report#1644487-2015-04359.

Manufacturer narrative:
Describe event or problem, corrected data. The product returned for analysis was a serial cable when it was intended to be a power cable. The power cable has not been returned to date, therefore no analysis has been performed.